Event description:
Pt had implanted automatic implanted cardioverter defibrillator. The rn at the bedside saw the device fire and looked up at the hardwire monitor that pt was connected to. The rn did not see any arrhythmia on the screen. The rn went to the central station and thoroughly went through all the "review". Found no ectopy documented. When the md visited the pt they did a query on the automatic implanted cardioverter defibrillator device and found an 8-beat run of vt (ventricular tachycardia) that resulted in firing of the device to terminate the arrhythmia.